Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and within less than a month the device battery was at end of life (eol). Premature battery depletion was suspected and it was reported the device appeared to have rapid battery depletion over a period of approximately six months having gone from about 2.99 volts to 2.59 volts. Also reported, there was an observation that the charge circuit was inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action and returned product testing found the device did not perform as described in the field action. Product event summary : additional analysis indicated shorting/low impedance in the battery.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.